Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: microbubbles noted in bloodline, upon inspection, a small cut was noted in the bloodline just past the arterial pod on the blood pump segment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination, it was observed that just above the arterial pod had a kink. The sample was occlusion tested and it was noted that the kink in the tubing did not block fluids from passing through the set. The sample was visually evaluated and functionally leak tested with no leakages observed on the set. The photographs provided were visually evaluated and it was noted that the pump segments located on the arterial line had a gouge section in the tubing, which would cause a large leak to form during the dialysis process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is not within specification. The reported defects of tubing cut, kinking and leakage were observed. The defect of air in line during use was not observed. While a defect was observed, an exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.